Manufacturer narrative:
We have received photo of catheter which is a bit curved. A batch record review was conducted resulting in the following: urinary catheter in question was manufactured under sap material ID 1706965, gentlecath ic nel ch14x405mm(1x100pk)us and manufacturing lot #3a01840 in amount (B)(4) pcs in january 2023. The product was packed according to the instruction for packing (B)(4)packaging products on packaging machines. Lot was packed on packaging machine p011.the catheters were assembled under subassembly lots 3a01839 and 3a01838 on machine a115 in accordance with process instructions (B)(4). Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity of this nature has been registered during the manufacturing/packaging process of the mentioned lots. We have received one another complaint on claimed lot 3a01840, but reported issue is different ¿ (B)(4) (curved catheter). Customer complains as follows: ¿states that his catheters in this box are all wavey/warped. Lot 3a01840. He said it was very difficult to insert because of the uneven catheter. He says he has an infection now as he was unable to drain his bladder properly.¿ according to received photo, catheters are very bit curved, and this type of curvature could not have any effect on inserting catheter into urethra and as a consequence of this catheter curvature - patient´s uti. Patient could have an uti, but definitely curvature of this catheter as on photo could not have any effect on inserting the catheter as curvature is very small ¿ almost no curvature is present. The batch record review indicates no discrepancies. This issue will be monitored through the post market product monitoring review process, (B)(4). No additional details have been provided to date. Should additional information become available, a follow up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470

Event description:
To date no additional patient or event details have been received.

Event description:
End user states he has an infection now as he was unable to drain his bladder properly due to warped catheters. He states he is on antibiotics.

Manufacturer narrative:
A2: sex: male. E1: complainant street address: (B)(6). Complainant city: (B)(6). Complainant state/province: (B)(6). Complainant postal code: (B)(6). Complainant phone: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).